Event description:
¿Caller alleged imprecision with inratio meter. Results as follows:¿ initial result >7.5, retest 3.5. Patient self-tester states that he has been receiving results within his therapeutic range and >7.5 intermittently and often had to test multiple times. This has happened for a few weeks - no exact date given. Customer provided an example from today¿s tests. Therapeutic range 2.5-3.5. Customer uses alcohol prep pads and is not sure that it is completely dry each time prior to pricking the finger and applying the sample.

Manufacturer narrative:
Customer uses alcohol prep pads and is not sure that it is completely dry each time prior to pricking the finger and applying the sample. This may contribute to unexpected inr results or errors in testing. Inratio precision data provided by end-user: date: (B)(6) 2012. First inr = >7.5; second inr = 3.5. Mean = n/a; sd = n/a; %cv = n/a. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot 254609 on (B)(6) 2011, met precision criteria. Tests results are as follows: donor 106 = 2.3, 2.4, 2.3 inr; donor 107 = 2.3, 2.4, 2.3 inr. In-house test results have 2.47% and 2.47% respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client¿s data from repeated inratio tests revealed that test result comparison did not meet precision criteria. Alcohol contaminating finger stick could affect test result. Recent test conducted on lot 254609 on (B)(6) 2011, met precision criteria. Recent test conducted on lot 254609 on (B)(6) 2011, met accuracy criteria. As reviewed on (B)(6) 2011, 256 discrepant results complaint was reported for lot # 254609 yielding a complaint rate of 0.168%. Action threshold (>0.07%) has been reached. Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4) .